Event description:
Device received with no oos form. Rep. Contacted. Device explanted due to infection.

Event description:
Device received with no oos form. Rep contacted. Device explanted due to infection.